Event description:
The customer reported via phone call that they had elevated high blood glucose. Customer's blood glucose was 320 mg/dl. It was also reported the connector to the customer's quickset became detached, causing their blood glucose to rise. The customer also noted champagne sized air bubbles in their reservoir. The customer was able to resolve the air bubbles by priming their insulin pump. The reservoir will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.